Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, after which the malfunction did not recur, allowing continued use of the pump. Caller was advised to contact technical support again if the issue reappeared, and they acknowledged the instructions.